Event description:
It was reported that during a low anterior resection procedure, the case was particularly difficult, the tumour was very low on a male patient, the tiisue was thick. The contour was in position and fired correctly with no issues at that time. The circular gun was inserted transanally and went straight through the rectal stump, on inspection of the rectal stump it looked like the staples hadn't formed properly. The specimen that was taken out was then inspected and it was clear the row of staples had formed. The tumor was very low down and therefore they could not join back together resulting in the patient having a stoma. Device was discarded.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.